Event description:
In additional information received on 02jun2021, it was reported that the interventions that took place for previous admissions for lumbar and abdominal pain included repeat scans, monitoring hemodynamics and checking for stranding or sac enlargement. The patient did not have any pre-existing conditions that were related to the pain they experienced. A re-intervention was planned for (B)(6) 2021, however the patient experienced an aneurysm rupture on (B)(6) 2021. The surgeon decided that an open repair was the safer option to treat. The patient is alive, but is now a paraplegic due to clamp times and lack of perfusion.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation on (B)(6) 2021, cook became aware of a male patient that experienced an enlarging aneurysm sac 10 years after the initial placement. The patient arrived at gcuh and pah facility, (gold coast university hospital and princess alexandra hospital) with two episodes of abdominal and lumbar pain in the context of an enlarging aneurysm sac. The rpn and lot number of the implanted device is unknown. The rep reported that selective angiograms were performed using a coda balloon to cover the suspected leak areas while injecting contrast to determine where the leak was coming from. Based on the results of the angiograms, it was determined by dr. Zivakumaran that the graft has a type 1a endoleak. No unintended piece of device was left inside the patient's body. The original graft remained insitu. The patient's doctor requested expedition of fenestrated main body plan and stent graft manufacture to the short possible time frame. The aneurysm ruptured on (B)(6) 2021 and the surgeon decided that open repair was the safer option to treat the patient. It was reported the patient is alive but paraplegic due to clamp times and lack of perfusion. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device, were conducted during the investigation. The compliant device was not returned to cook for investigation. Medical imaging was provided for expert image review. Imaging review suggests that the aneurysm growth could be related to either type 1a or type 2 endoleak. The image reviewer noted the location of the endoleak at the proximal sac/neck junction is suspicious for a type 1a source with reported sac expansion. However, the main body graft begins immediately below the renal arteries and appears to have 22 mm of proximal seal length in the neck, making a type 1a endoleak unusual. There is a diminutive, but patent left accessory renal artery arising from the proximal sac and this appears to communicate with the endoleak. This could be a type 2 source with retrograde perfusion from the main left renal artery. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that appropriate inspections are in place relative to the reported device failure. In response to this incident, cook completed a review of the device history record (DHR) for lots 2432284, 2696918, 2734674, 2779663. There were no nonconformance¿s recorded for any of the final product lots. It should be noted that there were no other complaint reported for these lot numbers. The instructions for use (IFU) provides the following information related to the reported failure mode: warnings and precautions 4.1 general additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing and enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.3 pre-procedure measurement techniques and imaging ¿ the long-term performance of endovascular grafts has not yet been established all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection ¿ strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inadvertent partial deployment or migration of the endoprosthesis may require surgical removal. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. ¿ inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. ¿ avoid damaging the graft or disturbing graft positioning after placement in the event re-instrumentation (secondary intervention) of the graft is necessary. Adverse events 5.2 potential adverse events ¿ aneurysm enlargement ¿ aneurysm rupture and death ¿ endoleak patient counseling information ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements are required and should be considered a lifelong commitment to the patient¿s health and well-being. ¿ physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). Evidence provided by the complaint facility, device failure analysis, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, examination of imaging provided and the results of the investigation, a definitive cause could not be established. And while the cause in this case is not known, it is possible that the patient anatomy, preexisting conditions, or device placement may have contributed to this incident. It should be noted that aneurysm growth is a known inherent risk of using this device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the aneurysm sac of a patient was found to be enlarging 10 years post initial endograft implantation. A male patient who previously underwent an infrarenal abdominal aortic endovascular repair (evar) 10 years prior was hospitalized twice with episodes of abdominal and lumbar pain due to an enlarging aneurysm sac. On (B)(6) 2021, a selective angiogram was performed using a coda balloon to cover the suspected leak areas while injecting contrast in order to determine the origin of the leak. Based on angiogram results, a type 1a endoleak was discovered in the graft. A re-intervention procedure with a fenestrated cuff is currently being planned. The original graft remains in situ. Additional information regarding patient and re-intervention details has been requested, but is currently unavailable.